Event description:
From staff: patient was admitted electively to (B)(6) on [date redacted], for successful laser lead extraction with pacemaker generator replacement. Patient tolerated procedure well however upon returning to the coronary care unit after the procedure there was found to be no capture on the pacemaker. Patient was monitored closely during the night in the coronary care unit and returned to the cath lab on [date redacted] for new medtronic pacemaker that was inserted the previous day. Pacemaker was sent off to medtronic corporation for inspection and a new medtronic pacemaker was implanted. Manufacturer response for right ventricle lead, (brand not provided) (per site reporter). Representative notified & provided case support for return to or. [Name and phone # redacted], medtronic, manufacturer response for medtronic lead right atrium, (brand not provided) (per site reporter): representative notified & provided case support for return to or. [Name and phone # redacted], medtronic, manufacturer response for ipg w1dr01 azure xt dr MRI, azure xt dr (per site reporter): representative notified & provided case support for return to or. [Name and phone # redacted], medtronic.